Manufacturer narrative:
Device received with completely broken reservoir tube lip, loose drive support disk, broken battery tube threads, cracked reservoir tube window, missing end cap sticker and stained address or serial number label. A test reservoir was installed and did not lock in place. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to device received with completely broken reservoir tube lip and detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system error. Customer stated that the drive support cap was not normal. No harm requiring medical intervention was reported. The device will not be returned for analysis.